Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient may have a urinary tract infection (uti), which may have been causing their frequent urgency to void. They were seeing their doctor the day after the report. There were no device issues or further complications reported or anticipated.